Event description:
The customer stated in the medwatch that the pump stopped working and the screen went blank. The results of co's quality investigation revealed that the event is attributable to the co's device. This failure was due to a software issue which has been addressed to eliminate this problem from reoccurring.

Event description:
After the pump was programmed by the anesthesiologist post-op, and the patient was still in the recovery area, the pump stopped - the read-out screen went blank. It could not be restarted. The deffective pump was switched for a new one.